Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause for the reported complaint. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision at all distances and there was a refractive error. The iol was exchanged for a different lens model two months following the initial iol implantation.